Event description:
It was reported that (1) hp052 was used during laparoscopic nephrectomy procedure. It was reported by the rep that duirng the case the harmonic scalpel transmitted a solid tone during activation. The luke handpiece was replaced and the original lcsc5 was used to complete the case. There was no consequence to pt.